Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: premature stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization stenting procedure in the superficial femoral artery after device preparation, as the device was being backloaded onto the guide wire the stent partially deployed. This was noticed before the device entered the patient's body. A second xpert stent device was used to complete the procedure. There were no reported adverse patient sequelae. Though requested, no additional information was available.